Manufacturer narrative:
The supporting pad in question was replaced and returned to trumpf medical for evaluation, but plate to which the pad was attached has not been returned. No further information is available on the alleged injury to the patient or the alleged product malfunction at this time.  The investigation is ongoing; however, if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
It was alleged that a patient was falling from a trumpf medical operating table which was caused by a supporting pad of the extension unit that was not fixed to the pad plate. It was reported that an injury occurred, but no details of the injury were provided.

Manufacturer narrative:
The returned pad was investigated by trumpf medical and an external laboratory. It was confirmed that the velcro did not work anymore. Therefore, the pad could not be fixed correctly to the plate. Despite several investigations, it was not identified why the velcro is not working anymore. Trumpf medical is not aware of any similar complaints. According to the user manual it is requested to check the device before each use for correct functionality. By performing this check, it is identifiable that the velcro is not working and the user is able to not continue to use until a correction was made. In addition, the affected pad is limited to one part of the table top and only the hip of the patient is placed on this pad. It is improbable that a patient will fall from the table if the pad under the hip is not fixed correctly. The other pads of the operating table top did not experience this failure and were fixed properly. According to the user facility, the patient was positioned horizontally on the operating table. It is unlikely a patient placed in a horizontal position of the operating table top to fall with this pad fixed incorrectly.